Manufacturer narrative:
Additional information was received that no further course of action could be obtained.

Event description:
A report was received that during the patient¿s permanent implant, it was discovered by the current physician that one of the trial leads was still in the patient¿s body and it was also confirmed through x-ray.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial#: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that during the patient¿s permanent implant, it was discovered by the current physician that one of the trial leads was still in the patient¿s body and it was also confirmed through x-ray.